Event description:
It was reported that during pre-dilatation in the mildly calcified and moderately tortuous proximal right coronary artery, the 2.5x20 rx trek was inflated to 16 atmospheres. The device was removed from the anatomy. While flushing the balloon outside of the anatomy, it was noted that the balloon had ruptured. There was no adverse patient effect and no clinically significant delay in the procedure. Reportedly, contrast dilution was 50/50. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported balloon rupture was not confirmed. However, a leak was confirmed due to the damaged inner member. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the rx mini trek/trek instruction for use (IFU) warns: balloon pressure should not exceed the rated burst pressure (rbp). The rbp is based on results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rbp. Use of a pressure-monitoring device is recommended to prevent over-pressurization. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4): balloon inflation above rated burst pressure, contrast incorrect. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.